Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on and it had been like this for 2 weeks and they changed the battery a couple of times to see if battery was dead but it still did not come on. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the display was not blank less than 30 seconds and did not return and the display was blank currently. The customer stated that the contacts on the battery cap are neither corroded nor damaged. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage.